Manufacturer narrative:
Device evaluation: evaluation summary attached: thrombosis like deposits are detected along the attachment site of leaflets 2 and 3, at the outflow aspect. No other inconsistencies detected. The valve was sent to research and development for functional testing. X-ray.

Manufacturer narrative:
Research and development final report was completed 10/29/2009. Discussion and conclusions: this mitral valve was reportedly explanted after 15 days of implantation duration in tricuspid position due to ¿tr (tricuspid regurgitation) level iii¿. Independent review of the echocardiography recording showed a tr of level mild to moderate, and concluded that ¿the severity of tr appears less than what would be typically associated with hemodynamic significance¿. The total regurgitant fraction (trf) measured is more than 6 times lower than the 20 % considered acceptable in a mitral or aortic valve of this size by iso, and would generally be considered hemodynamically insignificant. However, this valve was implanted in the tricuspid position, which has a much lower pressure regime, such that the behavior of this valve observed in vivo may have been different from that observed during the in vitro standardized tests. Nevertheless, the in vitro test results are consistent with the independent evaluation of the in vivo echo recording.

Manufacturer narrative:
Customer letter will be sent with the evaluation results upon completion of investigation. Requested echo cd 05/28/2009. This was determined reportable per edwards lifesciences procedures. The device history record (DHR) review has been started.

Event description:
Reportedly, the device was explanted after implant duration of .5 months due to regurgitation. Per the customer experience report: perimount plus was implanted to correct tricuspid regurgitation. Patient also had arrhythmic and pace maker was implanted during the surgery. Minimal regurgitation was observed from central area during regurgitation test at implant. The amount of regurgitation was a little more than usual, but customer recognized that cep would have a regurgitation from central area so that operation was ended. About a week from the operation, symptoms of heart failure was observed. Later, it was diagnosed as tr level iii. Perimount 6900p-29 was explanted due to tricuspid regurgitation in 2009. Mosaic 29mm valve was implanted as a replacement. Customer confirmed that there was no perivalvular leakage found on either echocardiographic evaluation or under direct vision. There was no trace of suture jamming found and customer could not think of a root cause of this regurgitation. Customer considered this event was completely caused by the product's defect and explained to the patient's family that there was no problem with the operative procedure but the explant was due to the defect of the valve. Customer would like to receive an evaluation result as soon as possible.

Event description:
In 2009, a doctor reported to ormco corporation that five different patients experienced enamel loss when 5 damon3mx brackets debonded.